Event description:
Customer reportedly obtained results of approximately 60 mg/dl and approximately 200 mg/dl on the compact plus system within 10 minutes. Customer took insulin as normal after receiving results. No adverse event reported. Requested return of suspect system and replacement was sent.